Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening the stem packaging, a white powdery substance was noticed on the inside of the plastic packaging and on the stem itself. A new stem was opened and implanted.